Event description:
The manufacturer received information alleging a ventilator would not charge its internal battery. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and a "service required" code was found in the ventilator's downloaded error log. The device's power management pca was replaced to address the issue.